Manufacturer narrative:
Device not returned.

Event description:
It was reported that the battery gauge was fluctuating, resulting in the pump shutting down. Additionally, it was reported that the customer experienced difficulty charging the pump with the usb cable. Reportedly, the customer was able to charge the pump with an alternate cable. A replacement cable was sent to customer. Customer's blood glucose ranged from 111-112 mg/dl.